Manufacturer narrative:
Per good faith effort (gfe) response, the device had a touchscreen malfunction as the touchscreen could not be calibrated. No repairs were completed by a philips service engineer as the customer ultimately chose a third-party vendor for service and repair. No additional details regarding the reported issue and resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating limited touchscreen functionality as the touchscreen was offset. It was reported that there was no patient involvement at the time the issue was discovered as the issue was found during standby. No patient or user harm was reported. The customer called technical support to report limited touchscreen functionality as the touchscreen was offset. Resolution and disposition are pending.